Event description:
It was reported in 2003, following a percutaneous coronary intervention, an angio-seal device was deployed to seal the arteriotomy site; hemostasis was achieved even though a hematoma formed. The pt presented to the physician in december 2003 with swelling and discoloration (blue) in the right leg. The following day, the pt complained of pain below the level of the knee when ambulating. The pt underwent thrombolysis which resolved the pain symptoms. An echocardiogram was negative. The physician stated the events were related to the vein and not the artery; during the angio-seal device deployment, pressure may have been applied to the femoral vein. The pt was discharged from the hosp sometime during the end of december. The pt reported to be doing well during an appointment in january. The event occurred during the angio-seal device certification process.